Event description:
Tech states the provider states gets a 5 wrench flash, bad right brake sitting in the chair.

Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.